Event description:
It was reported the seldinger wire unravelled during placement in left jugular vein. After puncture of the jugular vein the wire could not be advanced sufficiently (up to the marking), therefore they attempted careful retraction and repositioning of wire. The wire could not be retracted or advanced in the needle, there was a clear feeling of resistance when attempting retraction. The needle and wire were removed together. A new cvc kit was used and second attempt successful. No patient harm or complications.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the seldinger wire unravelled during placement in left jugular vein. After puncture of the jugular vein the wire could not be advanced sufficiently (up to the marking), therefore they attempted careful retraction and repositioning of wire. The wire could not be retracted or advanced in the needle, there was a clear feeling of resistance when attempting retraction. The needle and wire were removed togetheter. A new cvc kit was used and second attempt successful. No patient harm or complications.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, unopened representative cvc kit for analysis. The kit was opened to further inspect its components. Visual inspection of the returned guide wire and introducer needle revealed no obvious defects or anomalies. Microscopic examination of the guide wire confirmed both welds were present and appeared full and spherical. The guide wire total length measured 601 mm which is within the specification of 596 mm - 604 mm per guide wire product drawing. The guide wire outer diameter measured 0.80 mm which is within the specifications of 0.788mm - 0.826mm mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.041" which is within the specification of 0.041" - 0.043" per cannula product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was threaded through the returned introducer needle and was able to pass with minimal resistance. A manual tug test confirmed both welds were secure on the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of spring wire guide/needle resistance could not be confirmed through complaint investigation of the returned sample. The returned representative guide wire and needle passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings. Based on these circumstances, the probable root cause could not be confirmed as there was no problem found with the returned sample and without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for complaints of this nature.